Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer rebooted the system to regain functionality. Onsite investigation reveled that no cause could be determined and all performance tests were successful. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message and the system procedure to self-reboot. There is no report of a pt injury or death associated with this event.